Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) was confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to open wires in the trunk cable. The front and rear pulse wires, orange (+5v) wire, and main_batt wire were open. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.